Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to patient experienced body malaise or generalize weakness and a sudden dropped in blood pressure while this rv lead was positioned in the septum using a guide wire. An echocardiogram revealed pericardial effusion, drainage was then performed. Clinical observation indicated perforation. After the patient's condition stabilized, a successful pacemaker was implanted. This rv lead was replaced with the same model and not implanted. No additional adverse patient effects were reported.